Manufacturer narrative:
Other applicable components are: product ID 3889-33 lot# va0t6xb implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a revision. They called saying their system had been removed. Patient stated the ins and the lead were removed because the therapy was not working to control their target symptoms. Patient also noted that the implanted battery was moving around and flipping since about one month post-implant. Patient speculated that the system was not implanted correctly. Patient's healthcare provider wanted to replace the system because it was not working to control their symptoms. Patient said they turned the stimulation all the way up, but it was not controlling symptoms. Patient had their system removed, not replaced. Healthcare provider removed the ins and the lead. Patient was shown a picture of the system after removal and the patient said the wire was all twisted up and it was a knotted mess. Patient said the battery had been flipping and the wire eventually popped. Patient clarified this to meant that the wire was still attached to the battery, but it had popped free from where it was attached to their body. The ins were surgically removed on (B)(6)2017 and not replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0t6xb, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she thought the device was not working. The patient reported that she tried turning stimulation up about a week prior to the report but she didn¿t feel anything. The patient reported that the battery in the patient programmer (pp) kept getting eaten up so she had to keep the battery out of the pp when she wasn¿t using it. The patient also reported that she had another bladder infection. The patient reported that she turned stimulation off because she thought she didn¿t need it then she felt an infection coming on so she turned stimulation back on. The patient reported that she started oral antibiotics for the infection on the day prior to the report. The patient reported that she hadn¿t had any falls or traumas that could be related however, she was very sexually active which was a change in her activity level. The patient reported that she tried increasing stimulation on program 1 on the night prior to the report and was not able to feel stimulation. The patient changed to programs 2-4 and increased stimulation. The patient reported that she was not able to feel stimulation on any of the programs. The patient reported that she thought the ¿wire¿ was disconnected. The patient also reported that the device moved around a lot too. The patient reported that it ached and she had a problem with an infection when she first got the device. The patient reported that there was a hole in the incision but it cleared up with oral antibiotics. The patient reported that it felt like the infection was coming back but then cleared up on its own. The patient reported that where they inserted the ¿wire¿ on the left side it got pushed out. The patient reported that since it healed it had not felt right.

Event description:
Additional information was received from a consumer. It was reported the patient had an appointment on (B)(6) with a doctor. The patient was not really sure what led to the device not working, wire being disconnected/pushing out, and not feeling stimulation on any of the programs after making increases. The patient tried turning it up high and never felt anything. The patient call in and was walked through all location with increased power and nothing. It was reported the device not working, wire being disconnected/pushing out, and not feeling stimulation on any of the programs even after making increases had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.